Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was cut off when rotating and outer tube had dents. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: component failure of the electronical component. In regard to the newly identified malfunction, it is likely it was caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had image blur on the left side of the screen after turning the main body. The issue was found during set up / inspection for use. There were no reports of patient involvement.